Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the PICC partly occluded and was taken out due to the occlusion and a hole at 3 cm from the hub was detected. This week's chemotherapy treatment was postponed. Patient will get another PICC. There was no exposure of blood or bodily fluids to the healthcare professional. No other information was provided. Additional information received: the total length of the catheter was 43cm, placed in the brachial vein, exit site marking 0cm. Secured with statlock. Sherlock 3cg did not work so xray was done. PICC site cleaned with clorhexidine dressed in j-loop back up the patient's arm, used for chemotherapy treatments docetaxel. Leakage was noted at the insertion site, break at 7cm internal to the patient. PICC was in situ for 51 days. Patient was in the hospital when the leak was indentified.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the PICC partly occluded and was taken out due to the occlusion and a hole at 3 cm from the hub was detected. This week's chemotherapy treatment was postponed. Patient will get another PICC. There was no exposure of blood or bodily fluids to the healthcare professional. No other information was provided. Additional information received: the total length of the catheter was 43cm, placed in the brachial vein, exit site marking 0cm. Secured with statlock. Sherlock 3cg did not work so xray was done. PICC site cleaned with clorhexidine dressed in j-loop back up the patient's arm, used for chemotherapy treatments docetaxel. Leakage was noted at the insertion site, break at 7cm internal to the patient. PICC was in situ for 51 days. Patient was in the hospital when the leak was indentified. Additional information was received for this event as part of a focus survey. The following additional detail was provided: 4 fr single lumen placed in brachial vein (B)(6) 2024 removed (B)(6) 2024, total length was 43 cm, exit site mark wsa 0cm and the PICC was secured with a statlock. PICC was used for oncology treatment (docetaxel). There was no occlusion intervention with this PICC. The leak was identified by leakage at the insertion site. The leak was internal/ inside the patient at 7cm mark. PICC was used 51 days. No xray imaging is available. Catheter site was cleaned with chlorhexidine solution poured from a bottle (klorhexidin, fredenius kabi, 5 mg/ml, 250 ml).